Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use. Post ablation the patient experienced pericarditis on (B)(6) 2025. The patient was hospitalized for post-ablation af pericarditis. Furthermore, on (B)(6) 2025 the patient was hospitalization for pulmonary edema following corticosteroid use for pericarditis. As of (B)(6) 2025 there are no more pericarditis.